Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, a part of the reservoir compartment is missing on the top of her pump and the reservoir is unable to lock in place when inserted into pump. The blood glucose was unknown at the time of the incident. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.